Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a reportable malfunction. No additional event/patient detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the ¿adhesive has not been working as normally. The bandages has fallen off faster than normally.¿ it was further reported that there were ¿multiple¿ devices affected but, the specific quantity is unknown.

Manufacturer narrative:
A batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process. No additional event/patient detail information has been provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
To date no additional patient or event details has been received.